Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300's mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known; however, the customer's doctor thought the customer should get a new pump. It was not reported exactly what was wrong with the pump except for that the pump was old. The bg level was currently stable at the time of the report.